Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatinine. The sample initially resulted as 4.9 umol/l and this value was reported outside of the laboratory. The result was questioned by a doctor as it did not fit in with the patient's previous results. The sample was repeated and resulted as 161.5 umol/l. The patient was not adversely affected. The customer was asked, but did not provide the creatinine reagent lot number or expiration date. The engineer checked the instrument and felt that the water fill level in the cuvette was a little high, so he adjusted it. A support representative ran a sample of water for "p04" and "bilts" and the reaction monitors were the same as that of the initial creatinine patient result. This suggests that no serum was added to the reaction cell, but reagent addition was fine. Inspection of the samples found a couple of gel "balls" which could potentially cause no serum to be aspirated while small enough to not trigger any lld alarms.

Manufacturer narrative:
The issue was determined to be caused by a problem with the customer's preparation of the samples.